Event description:
Device overheated during a crown preparation procedure and patient received a burn injury to the inside of their right cheek and lower right lip. Patient has healed normally with no reported additional medical treatment required.